Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted nephrectomy, the device tore. Another device was used to complete the case. There was no adverse consequence to the pt.